Event description:
Reporter indicated that the patient was scheduled for surgery consultation due to high impedance on system diagnostic test. X-rays were reviewed by the manufacturer; the lead body was visible and no gross lead fracture was found. The entire lead could not be assessed because there was a portion of the lead that was behind the generator. There were two tie downs present; one was no longer attached to the leads but appeared to be free floating. The lead electrodes were not aligned in the typically observed vertical fashion. This may be due to patient's anatomy or may be due to the electrodes not being properly connected to the vagus nerve. This anomaly may possibly contribute to the high impedance readings. Further follow up indicated that surgery had taken place. The manufacturer was informed that, "the negative electrode was not attached to the vagus nerve. Only the positive electrode and anchor tether were attached."